Event description:
The hospital reported ac power was lost during a case, and the unit shut down without switching to battery backup. After approx 90 seconds, power was restored after the user cycled the main breaker. The unit then ran for approx 4 hours and shut down again, displaying an ec02 error. The user cycled the on / standby switch, and the sys rebooted. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.